Event description:
A customer reported that a knife was examined under a microscope prior to a procedure and was determined to be dull. The knife was discarded and did not come into contact with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).